Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon reported a complication with patient implanted with an micl collamer lens. The event may have been related to increased intraocular pressure that didn't have appropriate yag peripheral iridectomies as the cause. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.